Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by medwatch female patient began therapy with remodulin (treprostinil sodium, concentration 1.0 mg ml) on (B)(6) 2025 for secondary pulmonary arterial hypertension. The current dose was reported as 0.020 ug kg, continuous via intravenous (IV) route. It was reported that the patient had blistering and itching under central line dressing (dermatitis contact). She had weakness (asthenia). On an unreported date in (B)(6) 2026 (for past 2-3 weeks), she also had nosebleed (epistaxis) when blowing nose every day. Recently taken off milrinone. Co suspect medication included: central line dressing. Concomitant medications included: milrinone, sodium chloride, opsumit (macitentan), sildenafil citrate, winrevair (sotatercept csrk), spironolactone, digoxin, vitamin d3 and loperamide. Relevant medical history included: secondary pulmonary arterial hypertension. Action taken with IV remodulin was not reported for the events of dermatitis contact, asthenia and epistaxis. At the time of reporting, the outcome of dermatitis contact, asthenia and epistaxis was unknown. The reporter did not provide causality for the events of dermatitis contact, asthenia and epistaxis with IV remodulin. The reporter¿s causality for the event of dermatitis contact with central line dressing was considered to be possible related. Follow up information was received as solicited report on (B)(6) 2026 from a consumer¿s son from a patient support program. Additional concomitant medications included: benadryl (diphenhydramine hydrochloride) and loratadine. It was reported that the patient¿s skin area around the central venous catheter site was itchy (catheter site pruritus), irritated (catheter site irritation) and possibly rash (catheter site rash). Action taken with IV remodulin was not reported for the events of catheter site rash, catheter site pruritus and catheter site irritation. At the time of reporting, the outcome of catheter site rash, catheter site pruritus and catheter site irritation was unknown. The reporter did not provide causality for the events of catheter site rash, catheter site pruritus and catheter site irritation with IV remodulin. Follow up information was received as solicited report on 24 feb 2026 from a consumer from a patient support program. It was reported that the patient still had itching and irritation to peripherally inserted central catheter PICC site (previously reported, catheter site pruritus and previously reported, catheter site irritation) with minor blistering (catheter site vesicles). Blistering was better than before. Action taken with IV remodulin was not reported for the event of catheter site vesicles. At the time of reporting, the outcome of catheter site pruritus and catheter site irritation was not resolved whereas the outcome of catheter site vesicles was resolving. The reporter did not provide causality for the event of catheter site vesicles with IV remodulin. Follow-up information was received as solicited report on 23 mar 2026 from a consumer from a patient support program. Co suspect product of central line dressing was updated to transparent dressing. It was reported that patient was having daily mild headache, daily minor nosebleed (previously reported epistaxis), and itching under her transparent dressing at the PICC line in right upper arm (previously reported dermatitis contact). Action taken with IV remodulin was not reported for the event of headache. At the time of reporting, the outcome of headache was unknown. The reporter did not provide causality for the event of headache with IV remodulin. The reporter¿s causality for the event of dermatitis contact with transparent dressing was considered to be possible related. Follow up information was received as solicited report on 31 mar 2026 from a consumer from a patient support program. It was reported that the patient was having occasional headaches (previously reported) that were tolerable and managed with tylenol (paracetamol) as needed. Follow up information was received as solicited report on 17 apr 2026 from a consumer from a patient support program. Additional co suspect product included: statlock. On an unreported date in (B)(6) 2026 (last week), the patient developed itching and rash due to a statlock that was used in her central line dressing change (previously reported dermatitis contact). The reporter¿s causality for the event of dermatitis contact with statlock was considered to be possibly related.